Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. The patient began hearing a single toned alarm several days ago and since monday the dual toned alarm has been going off. The patient was reporting symptoms of withdrawal. Telemetry confirmed the empty reservoir alarm sounded on (B)(6). Alarm due to zero ml reservoir volume reached. The patient was at the healthcare providers and the hcp was not that familiar with the pump. The patient was previously filled in (B)(6) and it was being questioned whether the hcp forgot to update the reservoir volume at that time. It was noted however, that the possibility of the hcp not having updated the reservoir volume at the refill seemed unlikely given the patient¿s symptoms which correlated with the alarm. Since that refill the patient had allowed the pump to go dry on (B)(6) 2015. The reporter requested assistance with programming and additional options were reviewed / considered: filling pump, then assessing for efficacy and any volumes discrepancies at refill, the option of turning the pump off, and the option of removing drug in the path and filling with saline. The reporter was able to program and silence the alarm and they would be ordering the drug. On (B)(6) 2015 it was reported the patient had been admitted to a community hospital that had limited knowledge of pump therapy, intrathecal baclofen (itb), and withdrawal. Regarding the missed refill and empty pump reservoir, the patient experienced withdrawal and was also described as being disorientated, having mental status changes, and high fevers of ¿107.0¿. The reporter was working with the nurses and physicians at the hospital and providing them emergency procedure information on how to deal with itb withdrawal. The pump was used to deliver clonidine, baclofen and morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information later received reported the patient was seen on a thursday or a friday for her refill, but the doctor did not have the drug, so he rescheduled the patient for monday afternoon or tuesday morning. Over the weekend the patient presented to the ER, with what appeared to be withdrawal symptoms and was hospitalized, once the patient's pump was filled she was fine.